Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was not receiving effective stimulation. Efforts to address via reprogramming have been unsuccessful. It was also reported the pt experiences uncomfortable stimulation and rarely uses the scs system. Surgical intervention will be taken at a later date to address the issue.